Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he had been experiencing high blood glucose levels and thought the insulin pump may be malfunctioning. Blood glucose level at the time of the incident was over 400 mg/dl, which was treated with manual injections. Blood glucose level at the time of the call was 320 mg/dl. Troubleshooting did not show any malfunction of the insulin pump. The insulin pump will not be replaced or returned for analysis.